Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that the stopper pops off. The following information was provided by the initial reporter: the customer explains once you open the tube, cat no. 367960, lot no. 2042052 the lid pops off, and sample spilled.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that the stopper pops off. The following information was provided by the initial reporter: the customer explains once you open the tube, cat no. 367960, lot no. 2042052 the lid pops off, and sample spilled.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for evaluation? Yes. D9. Returned to manufacturer on: 07/18/2022. H.6. Investigation summary : 11 sample and no photos were returned by the customer in support of this complaint. The samples were inspected with no issues being identified with the hemogard closure. 10 customer samples were draw tested with all weights being with specification limits of 2.43ml ¿ 3.30ml. (See attached test results.) The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits of 2.43ml ¿ 3.30ml. (See attached test results.) No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode because the customer samples and the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.